Manufacturer narrative:
(B)(4). Date sent 10/29/2025. D4 batch # unk. B3: only event year known: 2025. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the surgical procedure? - what tissue were you firing on when this issue occurred? - was the firing crossing a staple line? - was there any tissue movement identified? - were there any clips used in the area? - are pictures available for engineering and medical review? - was the patient¿s postoperative care altered in any way as a result of the difficulties with the device? - what is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the staple was held for 15 to 20 sec and it only deployed to the left side causing a rupture. Patient is under close monitoring due to hole made and repair with sutures. Adverse impact patient/user: yes.

Manufacturer narrative:
(B)(4). Date sent: 11/11/2025. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Additional information was requested, and the following was obtained: what was the surgical procedure? Gastric bypass. What tissue were you firing on when this issue occurred? Bowel. Was the firing crossing a staple line? No. Was there any tissue movement identified? No. Were there any clips used in the area? No. Are pictures available for engineering and medical review? Yes . Was the patient¿s postoperative care altered in any way as a result of the difficulties with the device? Tbd waiting to hear back from the physician. What is the current status of the patient? Patient is doing fine.

Manufacturer narrative:
(B)(4). Date sent 12/2/2025. D4 batch # 556d99. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with two gst60w reloads present. The reload (b) was received fully fired. The reload (c) was received unfired. The device was tested for functionality in the straight position with a returned reload (c) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The device event log was reviewed. The log indicates that no suspect power cycles were noted. Additionally, photos were provided. The first image shows two cartridges: one unfired and the other fully fired. The second image shows a label with lot number a97x8d and expiration date 2028-03-31. The third and fourth images show a staple line in the tissue with bleeding. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 556d99, and no non-conformances were identified.